Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/17/2025, a distributor reported via email that the button on the ar-1588rt-2j tightrope ii rt broke when the graft was lifted. The case was completed with a replacement ar-1588rt-2j tightrope ii rt. This was discovered during a knee arthroscopy procedure on (B)(6) 2025, with no reported patient harm. Additional information was requested on 11/19/2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as improper seating of the button or improper alignment or positioning of the button during passage through the bone tunnel.